Event description:
A report was received that a patient had a pocket revision because the pocket was too shallow and causing the patient discomfort. The physician relocated the ipg to a more comfortable spot, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.